Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to cylinder herniated through graft over corpora, switched to cx from lgx. Additional information was received. Cylinder went through bovine graft over corpora.